Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that an indwelling ureteral stent was left after flexible ureteroscopy surgery. When opening the package before use, it was found that the head end of the stent was broken and could not be used. The health care professional questioned the company's quality control and began to wonder why bd products were not as good as before.

Event description:
It was reported that an indwelling ureteral stent was left after flexible ureteroscopy surgery. When opening the package before use, it was found that the head end of the stent was broken and could not be used. The health care professional questioned the company's quality control and began to wonder why bd products were not as good as before.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay pouch inside a large ziploc bag. The suture and pigtail straighter were not provided. Visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting unless otherwise noted. When evaluating the sample it could be seen that the sample had been removed from all original packaging including the perforated bag. The separation occurred on the stent's body. The separation does not appear to be stretched or discolored. The suture and pigtail straighter were not provided for evaluation. The "head' of the stent could not be confirmed to be broke as reported in the complaint. Dimensional evaluation noted dimensional requirements state the od is to be 0.061" ± 0.002", tip ID to be 0.039" ± 0.002", tube ID to be 0.040" + 0.002" -0.001", and guidewire to be 0.035" ± 0.001". The sample passed the dimensional requirements. The od measured at 0.0604" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. The tube ID where the separation occurred was measured using a 0.040" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. Although an exact root cause could not be determined a potential root cause could be user does not handle with care, bends sharply. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.